Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. A root cause was not identified due to insufficient information, therefore, the root cause is undetermined. A batch review was not performed due to unknown lot number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
A customer contacted baxter corporate product surveillance on (B)(6), 2010 to report an event that occurred a couple of months ago. The customer reported that the transfer set was leaking even though the set was closed. There was no report of patient injury or medical intervention. The sample was discarded. On (B)(6) 2010, the nurse returned the call regarding the leak in the transfer set. The nurse stated that a family member was performing the therapy, therefore, she does not have much information. The nurse does not have the lot number to the cassette. The nurse instructed the family how to close the transfer set until they hear a click then stop. No further information was available.

Event description:
It was reported that a physician in training, in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, difficulty was encountered with the insertion of the procedural sheath. The sheath was replaced. The proglide device was inserted and a cuff miss occurred. Another proglide device was used and after needle deployment it was observed that the sutures captured plaque. An angiogram was taken after the proglide device was removed and an intimal dissection was noticed. The dissection was not flow limiting. Hemostasis was achieved using manual compression. There was no reported adverse patient sequela. Though requested, additional information was not provided.